Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while using ilet therapy. Investigation determined that the user had recently transitioned from contact detach infusion sets to inset infusion sets and performed a supply change without receiving training on the new infusion set type. The user reported that the supply change was completed incorrectly and that insulin was not effectively delivered following the change, resulting in prolonged hyperglycemia until medical treatment was received. The user did not perform additional site or supply changes before seeking treatment. Following the event, the user resumed therapy using contact detach infusion sets and was scheduled for training on proper inset use. Based on the available information, the event was attributed to use-related error involving incorrect supply change steps during transition to a new infusion set type. No device malfunction was alleged or identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with reported glucose values above 400 mg/dl requiring emergency room treatment. The user was treated with subcutaneous insulin and released the same day. The user recovered and resumed ilet therapy.